Event description:
A surgeon reports two pts with "poor clinical outcomes" following custom prk. Limited clinical records and info was provided and reviewed. Only one pt exhibited clinically significant indicators of an injury. At five weeks post-op, this pt exhibited an increase on cylinder (astigmatism) of greater than 2 diopters.

Manufacturer narrative:
The investigation has not been completed at this time.